Event description:
It was reported that the patient presented for a follow-up. Upon review of transmission, it was noted that the insertable cardiac monitor (icm) exhibited noise and under-sensing. The device was reprogrammed but the issue was not addressed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient presented in-clinic for a follow-up and that the patient will continue to be monitored.